Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a small loop of the bowel was caught in the wrist of the force bipolar instrument. The procedure was completed with no reported injury.